Event description:
On (B)(6) 2026, a patient underwent a kidney biopsy procedure using maxcore instrument. During the procedure, it was reported that the needle allegedly failed to fire. No coaxial was used. The was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument with product packaging and label were returned, and product information was verified with tw. Upon visual evaluation the device was received with a needle protector and without a yellow guard attached to the needle in the initial position. No visual anomalies were noted to the devices. On functional testing, the device was fully primed with no issues. The device was further tested by cocking and firing the device three times into the chicken breast using each trigger for a total of six tests. The device was able to prime and fire properly. All six samples were collected with no issue. Therefore, the investigation is unconfirmed for the reported failure as the device is able to prime, fire and able to obtain all samples without any issues. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent a kidney biopsy procedure using maxcore instrument. During the procedure, it was reported that the needle allegedly failed to fire. No coaxial was used. The was no reported patient injury.